Manufacturer narrative:
Device evaluation: the returned incisor plus, 5.5mm, ep-1, dspl blade was evaluated for shedding after contacting bone. The device was assessed for dimensional conformance and found to meet all design requirements. The run out of the device was measured and the outer blade was found to run out at .014", which is in excess of the design requirement. The edgeform was observed to have significant splay and the splay was measured at .001". The likely cause of the shedding is due to excessive load during intentional or inadvertent contact with bone. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).

Event description:
During a shoulder arthroscopy using an incisor plus, 5.5mm, ep-1, dspl blade, it was reported that the blade shed debris when it came in contact with the bone. Although the surgeon vacuumed, he was unable to remove all the debris; as some went into the bone. A back-up device was available to complete the procedure. The patient¿s bone quality was average and the tissue being resected was soft tissue. The patient was fine post-procedure.

Manufacturer narrative:
The device was marked as available for evaluation. Although anticipated, the device has not yet been received. (B)(4).